Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
The caller reported that they received the umdr letter in the mail and that the serial number of her accu-chek guide meter fell under the recall for readings in the incorrect unit of measure. The caller did not have the meter with her at the time of the call. No further information could be obtained.